Manufacturer narrative:
.

Event description:
It was reported that the patient had a generator and lead explant on (B)(6) 2016 due to an infection. It was reported that the physician does believe the infection at generator/lead site was related to the thyroid surgery in april as there was no other identifying factors. Since her generator was implanted a few years ago they did not suspect relationship to the generator placement. They decided to cut the lead and remove the generator and lead, keeping the electrodes in place. Review of the design history records for the lead and generator show that both devices were hp sterilized prior to distribution into the field.